Event description:
Additional information was provided which stated that the patient had a huber needle (which was in the mediport in the chest) and that the end of that tubing is the clave end cap the spiros is attached to. The clave end cap on the patient was hooked up and running and mid stream, there was blood backed up from the patient's needle (chest) to the end cap where the spiros hooks up to the patient. There was bleeding, and chemo observed externally all over the patient's clothing.

Manufacturer narrative:
Received one use list #unknown, spiros; lot #unknown, one used list #unknown, curlin ambulatory pump tubing extension; lot #unknown, one used list #unknown, chemolock bag spike adapter; lot #unknown, one used list #unknown. Fluorouracil chemotherapy 150 ml intravenous bag; lot #dr20i18058 on march 11, 2021 for evaluation. The complaint of leakage, cracks, and back flow could not be confirm replicated of the returned spiros. Received one used spiros attached to an unknown curlin pump extension set and chemolock bag spike adapter. There were no damages or anomalies noted. There were no cracks observed anywhere along the spiros. The set returned was leak tested per product specification. There were no leaks observed and no back flow during testing that would have led to the reported complaint. The returned spiros met product specifications.

Manufacturer narrative:
The device is expected to be returned for evaluation, but is yet to be received.

Event description:
The event occurred on an unspecified date over the past month, involving spinning spiros in which the device leaked unspecified chemotherapy and blood at the connection of the curlin ambulatory pump tubing extension and the female luer of the spiros. The customer stated the event might be due to a cracking issue because blood was backing up into the line in addition to the blood and chemotherapy leak which is potentially related to a loss in pressure. There was blood and chemo exposure, however, there was no harm reported as a consequence of this event. No other information is available. This is report 1 of 4.